Event description:
It was reported that during surgery, attempted handpiece test and gears sounded like they wanted to work but torque was at 98. Switched out handpieces and never was able to get the handpiece test to pass or to get through homing. All three handpieces were tried. System was shutdown and restarted and we were unable to get through homing still. Case was aborted and manual instrumentation used. No patient injuries reported.

Manufacturer narrative:
The navio handpiece, used in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. Nothing was identified visually that contributed to the reported problem. Functional evaluation was performed, which confirmed the reported problem. The device failed the handpiece troubleshooting test. T1 max torque values were 98, at all times and the motor seized. No other functions could be tested due to broken/damaged parts. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during the release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system user¿s manual (500196 rev. C) was reviewed and it provides instructions on troubleshooting homing failure/calibration issues. Additionally, product labeling has been ruled out as an issue for this complaint. This failure is captured in the navio risk profile. Clinical/medical investigation noted that, although there was a hand-piece failure, the surgeon converted to manual instrumentation to complete the procedure without delay. It was communicated that the surgeon was satisfied with the outcome and no patient impact/injury resulted. Therefore, no further medical assessment is warranted at this time. The root cause was found to be a supplier/raw material fault. These results are indicative of a known issue and corrective action has been requested for this issue. To prevent a recurrence of the issue, and for proper care/maintenance and usage of the device, refer to navio surgical system user¿s manual (500196 rev. C).